Event description:
It was reported to philips that the device restarts. There was no patient involvement the customer declined philips service to repair the device. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.